Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic procedure, the protack was delivered bent or misshaped. These were not flush on the surface and tore the mesh. Another tack which was totally bent remained in the instrument. In order to resolve the issue, the damaged tack must be explanted and searching for another tack that fell in the patient (retrieved), the torn mesh must be explanted and implant a new one. A surgical intervention was needed to prevent a permanent impairment of a function. The procedure extended for more than 30 minutes. There was tissue damage there was no patient injury involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and 4 photographs. The instrument was received with disrupted timing and a tack protruding from the shaft. Functionally, the handle was only able to be actuated after the shaft was removed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. If the tack hangs up, it can be pulled straight. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter per additional information received the event did not extend the procedure for more than 30 minutes.